Event description:
Patient's follow-up in march 1997 showed magnet rate of 93ppm. Subsequent follow-up on may 16, 1997 showed magnet rate 69.8ppm (eol indicator). Physician decided to wait until patient was seen on june 11, 1997. At that time, no pacing was noted and patient was in his own intrinsic rhythm.